Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-09963 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-08824.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the probe is giving poor quality image. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This supplemental MDR is being submitted as a part of a remediation effort based on error occurred in the submission of mdrs for incorrect product code. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-09963 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-08824.